Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor has received additional information which indicates that the removed device was replaced with a mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660, s/n (B)(4). Concomitant products: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device, nor on the shell surface. During examination, the product evaluation team (pe) observed a crease on the posterior aspect. A rent measuring approximately 0.3 cm was discovered within the crease. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point, it is not possible to determine the root cause of such damage. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to the manufacturing process. The device history record (DHR has been reviewed, and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant. The deflation was confirmed during physical examination. As a result, patient underwent removal of implant on (B)(6) 2018.